Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung cancer resection, while the device was applied to the lung tissue, the device was unable to fire after pressing the green button. The surgeon was not able to squeeze the handle. The device was replaced and the operation proceeded smoothly. There was no patient injury.